Event description:
Additional information received indicates that new leads were implanted on (B)(6) 2024. Reportedly, therapy was restored.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for error analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the patient stopped recharging their ipg several years ago due to ineffective therapy. As such, the ipg became inoperable. In turn, surgical intervention took place wherein intra op impedance check revealed high impedance on one of the leads contact. As such, the entire system was explanted to address the issue. A new ipg was implanted and new leads will be implanted at a later date. Investigation was unable to determine which of the leads had high impedance.

Manufacturer narrative:
Date of event is estimated. D10: therapy dates are estimated. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.